Event description:
It was reported that the 7600 system had washed out images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer canceled the service call. A follow up report will be filed, when additional details become available.